Event description:
The following has been reported: biomed reported: "staff states pump had a "service immediately" message. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). The fva secondary outlet pin had drag. The device was opened to inspect for internal damages and found the fva lip seals and loading pin lip seals had debris on them. The fva lip seals, loading pin lip seals and the fva valve pins were cleaned with alcohol. The fva lip seals and the loading pin lip seals will be removed and replaced in repair. After repairs have been made the pump will be sent to the test line for full functional testing.